Event description:
It was reported that an altitude alarm occurred while the customer was hiking. Customer's blood glucose ranged from 400 mg/dl to 490 mg/dl. As the event occurred in the past, troubleshooting was unable to be performed with tandem technical support. Reportedly, customer performed a pump reset and was able to successfully resume insulin delivery.